Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (5.0 mg at 2.65782 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had no significant relief after multiple pump increases on (B)(6) 2019. A catheter access port (cap) contrast study was performed on (B)(6) 2019, and the catheter could not be aspirated from the side port despite intrathecal layering of contrast. The patient did have severe scoliosis and repeat dye study was repeated in the right lateral recumbent position was done to rule out dynamic occlusion of the catheter with the tip in the dorsal it space in the prone position. Csf could again not be aspirated on (B)(6) 2019. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. The device diagnosis was catheter kink and it was specified at the middle of the catheter near the anchor. Treatment options were offered to the patient and they chose catheter revision. The catheter was partially replaced on (B)(6) 2019 and returned to the manufacture. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).